Event description:
It was reported that, during a replacement procedure on the implantable cardioverter defibrillator (ICD) due to normal battery depletion, this right ventricular (rv) lead was surgically abandoned because of a gradual increase in shock impedance measurements, reaching out of range values. No additional adverse patient effects were reported outside the revision procedure.